Event description:
It was further reported that in (B)(6) 2011, the patient was hospitalized for elective check-up status post recanalization of the right coronary artery. The facility updated the in-stent restenosis was related to the 2.50x20mm, 2.50x16mm and 3.00x24mm stents. Treatment of the distal rca into the posterolateral branch post index procedure, consisted of placement of two 2.5x12mm non-bsc stents instead of an unknown drug eluting stent previously indicated. The patient was discharged on aspirin and clopidogrel.

Event description:
(B)(4) study, same case as: 2134265-2011-03721, 2134265-2011-03723, the target lesion being treated was located in the proximal right coronary artery (rca) extending into the distal rca. The target lesion was 100% stenosed and possible thrombus, 3.0mm in diameter and 80mm long. The target lesion was treated with pre-dilatation and overlapping 3.0x24mm, 3.5x28mm, 3.5x28mm, 2.5x20mm, 2.5x16mm and 3.5x20mm taxus element stents. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, a target vessel revascularization was performed. The distal rca was treated with placement of an unknown drug eluting stent. Residual stenosis was 0%. The event was resolved without residual effects and the patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by the manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Updated: describe event or problem, relevant tests/lab data. Correction: event date (B)(6) 2011, treatment consisted of placement of two 2.5x12mm non-bsc stents instead of an unknown drug eluting stent previously indicated.(B)(4)